Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0504288v, implanted: (B)(6) 2005, product type: lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation one time (¿a while ago, about a year or two ago¿) before from their implantable neurostimulator (ins). The healthcare professional (hcp) was able to reprogram the ins and it worked fine after that. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 3004209178-2014-09863 for the patient¿s other device issue.